Manufacturer narrative:
Address line 1: (B)(6). Health effect impact codes: f2201 biopsy, f2203 imaging required. Date of diagnosis of alcl: (B)(6) 2023. The events of bia-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for right side "bia-alcl" and "periprosthetic effusion". MRI was carried out which found diffuse thickening of the capsule. The patient presented with periprosthetic effusion and a cytopuncture was carried out. The cytological analysis confirmed the histopathological markers cd30+ and alk-. The tumor infiltration remains in situ without infiltration of the capsule. Staging has been stated as pt1. The device has been explanted. Treatment: device explant, capsulectomy.